Event description:
It was reported that during the implant procedure, when the physician attempted to implant the left ventricular [lv] lead the threshold measurement was high. The physician then attempted to implant a different lv lead; however, the threshold measurement was again high. The physician removed the second lv lead and opted to implant a defibrillator in place of a cardiac resynchronization therapy device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed), and blood was found on the tip electrode. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed), and blood was found on the tip electrode.